Event description:
The customer reported via phone call that they were in emergency room due to low blood glucose. The customer¿s blood glucose level was 20 mg/dl at the time of incident. The customer¿s current blood glucose value was unknown. The customer did not provide information about symptoms of low blood glucose value and treated with intravenous drip. It was unknown if the customer was using auto mode or not at the time of incident. Customer stated that insulin pump was making grinding noise during rewinds and clip rails were broken on the back of the insulin pump. Troubleshooting was performed. No further patient complications were reported.

Manufacturer narrative:
(B)(4). S/w 4.11e. Retainer ring = black. The customer had called the ambulance for alleged low bg's, motor grinding noise anomaly and cosmetic damage located at the belt clip rail on 31-jul-2022. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at 0.0872 inches. No motor grinding noise noted during testing. No damage note on the original battery cap. The motor was tested outside of the pump and passed. The pump was received with broken belt clip rail. The following were noted during visual inspection: minor scratched display window, scratched case, pillowing keypad overlay, and scratched keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. The pump passed the functional testing. Unable to confirm alleged low bg's. Drive/motor anomaly was not confirmed. Cosmetic damage was confirmed at the belt clip rail.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 and d10 section.

Event description:
It was reported that the insulin pump was returned for analysis.